Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient presented approximately six months later with loss of feeling in the left leg. A cta was performed and showed a fresh clot at the stent graft bifurcation. The physician used a fogarty balloon to pull out the clot and two endurant limbs were placed from the flow divider down into the left external iliac artery to trap any loose clot. As per the physician, the cause of the event was due to a clot originating from the patient's heart. No additional clinical sequelae were reported and the patient is fine.